Event description:
It was reported that the customer was hospitalized at the beginning of (B)(6) 2014 due to high blood glucose levels. The customer's blood glucose at the time was over 600 mg/dl. The customer stated that he was disoriented and that his old endocrinologist had input the wrong settings into his insulin pump. The customer was dehydrated and given an IV in order to bring down his blood glucose levels. The customer declined troubleshooting for this high blood glucose levels. Customer stated that his new doctor made adjustments to his insulin pump settings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.